Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that there was blockage infusion set at the site, which caused the patient blood glucose elevated to high, therefore patient had received correction injection via mdi. The patient changed supplies as necessary and resumed insulin therapy. No further information available.